Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - on (B)(6) 2014, the impedance of this ra lead was over 2000 ohms. Noise was observed in the iegm check. Three days later a new lead was implanted. They physician suspected subclavian crush because the lead was introduced by intrathoracic puncture.